Event description:
Approx one year after implant surgery, the patient reported not hearing as well as he had in the past. Using the appropriate diagnostic equipment, it was determined that multiple electrodes were not functioning according to manufacturer's specifications. The electrodes shown as faulty were deactivated in the patient's speech processor program. Explantation/reimplantable surgery was done in 2005.